Event description:
It was reported that during a lap chole procedure, the clips did not fire everytime the firing trigger was squeezed. It was said that the clip applier jammed/kept blocking up, but if a clip was released only one clip came out at a time. Another same like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned with the advancer tip broken off. The instrument was cycled and it short fed the remaining clips due to the advancer condition. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.